Manufacturer narrative:
Results of investigation: a revision surgery was performed due to femoral fracture. The device which was removed was a polarstem stem lat. Ti/ha 1 non-cem. The operating surgeon assumed that the femoral fracture occurred during rasping in the initial surgery and is not product related. Neither was the stem send back for investigation, nor did we received any clinical documents, so no thorough medical assessment was possible. A DHR/batch record review did not detect any deviation from standard operating procedures. For the reported batch number no other complaint was found. Root cause remains undetermined. It is highly likely that the reported femoral fracture is not directly product related. If more information will be available, the complaint will be reopened and re-evaluated.

Event description:
Revision surgery was performed due to pain and femoral fracture. The fracture occurred on calcar to lesser trochanter. The surgeon thinks that the bone fracture occurred during rasping in initial surgery.